Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that there is a speaker malfunction; however, we are unable to confirm speaker produced any sound. The device was in clinical use at time of event; there was no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a philips field service engineer (fse) who went onsite to evaluate the device. Testing included visual and functional testing. The fse confirmed a speaker malfunction was displayed; however, an alarm tone is emitted. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker assembly. The issue was resolved by replacing the speaker assembly and the product is back in service.